Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18318512 / 18339668.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. The explanted ipg and leads were discarded by the medical facility.